Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 5atm for approximately 10 seconds. Only the device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.